Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that for the customer experienced elevated blood glucose (bg) levels up to 600 (mg/dl) with ketones on the third day of using the supplies when the insulin gauge drops below 100 units. The customer changed supplies and delivered a manual injection to address bg levels. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.